Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the power supply cable assembly to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination performed by the res revealed that the power cord was burnt. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity.

Event description:
A biomedical technician at a user facility reported that a 2008t hemodialysis (hd) machine had a burnt power cord. The system was powered off when the issue was identified, therefore, no patient was connected to the machine. No patient harm or adverse effects were associated with this incident. Following the event, the 2008t hd machine was removed from service for evaluation. A fresenius regional equipment specialist performed an on-site evaluation of the unit. The res replaced the power supply cable assembly to resolve the issue. The replaced power supply cable assembly is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.